Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the forceps exited the scope inside the patient one of the pull wires appeared to be broken. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the forceps exited the scope inside the patient one of the pull wires appeared to be broken. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was bent out of the clevis. The pull wires of the device were intact and were not broken. Additionally, no abnormalities were noted with the device riveting and welding which were within design specifications. Functionally the device jaws would open and close normally considering the bent needle tail. Dimensional inspection found no anomalies and measurements of the wire curves found them to be found within manufacturing specifications. The condition of the returned incident device was not consistent with the complaint; pull wire broke. However, the needle tail had separated, and bent. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure which caused the product's performance to be limited and the observed damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).